Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing, the cs100 intra-aortic balloon pump (iabp) unit had an inflation error and an air leak. There was no patient involvement.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the safety disk was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : customer handled the issue.

Event description:
N/a.